Event description:
Consumer reports meter is giving inaccurate readings and multiple e-3s. Analysis run on clark error grid using mean avg. Reading (59) as ref. Point vs. Bd reading (29,79) yielded data points in the d range of the grid, outside acceptable limits.